Event description:
Additional information received indicated the patient was stable throughout the procedure.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the battery of the implantable cardiac monitor (icm) had prematurely depleted to end of service (eos) level leading to missing electrocardiograms (egm), which at eos is expected. There were no adverse patient consequences. The icm was explanted. Further information was requested but not received.